Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varices banding procedure. The exact procedure date was unknown. During the procedure, it was noticed that the bands would deploy; however, it would take a couple of rotations of the handle to deploy the bands. A second speedband superview super 7 was used, but the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.